Event description:
Additional information from customer: the event occurred during a ureteroscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a blank image. The event occurred during an unspecified therapeutic procedure. There were no reports of patient harm.